Event description:
It was reported "patient port accessed w/20 g x 1¿ bard huber needle, had a levaquin infusing fluid leaking from tubing, noted 1 in huber needle cracked, port accessed on (B)(6) 2021. Pt refused val-guard; need to use teddy bears when line not infusing. Wasn¿t able to send until cultures were negative."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was two 20ga x 1" powerloc max safety infsuion sets. The returned product samples were evaluated and the following observations were made: the first sample exhibited a fracture at the luer/tubing joint. The fracture surfaces of the damage contained striation-like patterns, radiating tear marks and material buckling which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. The second sample did not exhibit leakage or damage and may have been returned as a reference sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "patient port accessed w/20 g x 1¿ bard huber needle, had a levaquin infusing fluid leaking from tubing, noted 1 in huber needle cracked, port accessed on (B)(6) 2021. Pt refused val-guard; need to use teddy bears when line not infusing. Wasn¿t able to send until cultures were negative."